Event description:
It was reported that the patient had a driveline communication fault alarm. There were no visible damages to the modular driveline, but the percutaneous side had been taped multiple times. The alarm was cleared and did not immediately reoccur. The event log file captured driveline comm (b) faults starting on (B)(6) 2026 at 1908 and continued for the remainder of the log file. The events had cleared. It was recommended to exchange the modular cable and controller. As there were no active alarms, the driveline and controller were not exchanged immediately. Additional information was received that the communication fault alarm reoccurred. The primary controller and modular cable were exchanged on (B)(6) 2026 resolving the alarm. Images of the driveline connector did not note any evidence of corrosion, but the patient was starting to feel the pump being off. The submitted log files captured communication faults starting (B)(6) 2026 at 1605 and continued for the remainder of the log file.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.